Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device serial number is unknown and was manufactured more than 15 years ago, hence, the device manufacture date was not identified. Therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned, the phenomenon, ¿image was not displayed¿, was not reproduced, and a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image disappeared momentarily when the cable of the camera head connecting unit was touched while using the subject device. The issue occurred during the therapeutic procedure (transurethral pyelpelvis ureteral coagulation hemostasis), there was a delay of a few minutes, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event. The maj-1173 camera head connecting unit was reported on mw#: 3002808148-2023-01176.

Manufacturer narrative:
The manufacturing date cannot be identified because the serial/lot number is unknown. The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.